Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the lead dislodgement could not be conclusively determined. The cause of the inappropriate therapy was likely related to the lead dislodgement and device settings.

Event description:
During follow-up, two inappropriate shocks were delivered and two were aborted. The right ventricular (rv) lead was dislodged into the atrium which sensed atrial fibrillation. The secure sense feature did not inhibit tachycardia therapy as it was programmed to passive. The patient also experienced syncope as they were pacer dependent. The rv lead was repositioned and the event resolved. The patient was stable.